Manufacturer narrative:
The hardware investigation of the returned fuses confirmed that the reported event was related to an electrical issue. The fuses were tested with a multimeter, ohmed out of both fuses showed open circuits. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was discovered that both system fuses were blown. Both 20a fuses were replaced and a system check out was performed. Imaging system is operational. The fuses have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause of the issue being blown fuses. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was not charging when plugged into outlet power. The charger bars were reportedly not moving. Multiple power outlets were tried with no resolution. There was no patient present when this issue was identified.